Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the entire length and no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. This is consistent with the reported information that the sds was inserted into the body. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Analysis noted stretched struts in the first and second rows of the distal end of the stent implant which is consistent with the reported stent damage. There was no other damage to the stent implant. The entire length of the tip was measured and the stent implant outer diameters met manufacturing criteria. Although there was no anatomical information reported, it is possible that there may have been challenging anatomical conditions that could have contributed to the reported failure to cross and stent damage. Stent damage in conjunction with the failure to cross can be influenced by many factors and are not generally associated with a product quality deficiency. It was reported that the xience stent was implanted to treat restenosis of a previously implanted stent. It should be noted that the instructions for use states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. In this case, the implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported failure to cross or stent damage. Analysis also noted two bends in the hypotube 3.5 cm and 67 cm distal to the strain relief tubing. There was no other damage noted to the sds. This damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot. Although a conclusive cause for the reported failure to cross and stent damage could not be determined there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The status of the xience v device is unknown. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that a "near incident" occurred during use of a xience v device; however, no device information was reported. The fact that it was reported as a "near incident" indicates that there was no patient injury in this case. As the details and circumstances regarding this event are unknown and the attempts to obtain detailed information from the source of the report have been unsuccessful, the only information we do know is that a "near incident" occurred. Based on the information provided or lack there of, this will be conservatively filed as a malfunction. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported that it was impossible to advance the stent delivery system for treatment of instent restenosis of a unknown stent, as the stent implant was noted to have stent struts that were not completely crimped to the balloon. The stent implant was not loose on the balloon. No patient effects were reported. No additional information was provided.